Event description:
In 2009, the patient was treated with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The kit technique used was described by dr. In which the aortic extender component is deployed first, and then the trunk-ipsilateral leg component is deployed. This technique was used in order to achieve extra sealing zone, and is not described in the IFU. Three aortic extender components were used before the trunk-ipsilateral leg component was deployed. The second aortic extender component landed higher than intended. The trunk-ipsilateral leg component was then deployed. The final angiography showed no endoleak and a still patient left renal artery. In the next day, a follow-up angiography showed an occluded left renal artery. No reintervention has been planned, and no further complications have been reported. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.